Event description:
It was reported that during an open total gastrectomy, the donuts could not be completely formed (1/3 of donut was lacking). Besides, it was visually found that the anastomosis site between the esophagus and the jejunum had a leaking hole. Additional suture was performed by hand. There were no adverse consequences to the patient. The target tissue was taken with the device properly before firing. A purse-string instrument was used for the anvil side and a conventional cutter was used for the other side. The anvil was set to the device with a click sound. The indicator was within the green zone. The firing force was a little higher than expected. The firing handle was probably fully grasped. There was a difficulty in removing the device after firing. The deployed staples were b-formed shape. The surgeon fired and removed the device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.